Event description:
It was reported during the af case, the physician inserted the sheath via right femoral approach and when flushing the sheath with normal saline, noticed air bubbles were aspirated. The air did not enter the pt's body and there were no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow-up report will be submitted. (B)(4).